Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735784- product ID: 9735943, product ID: 9735787 - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after repairs were completed for another event, a manufacturer representative (rep) experienced a shock and fuses were blown. When the rep was putting the system back together and was reinstalling the faceplate that holds the fuses, the rep experienced a shock. After releasing the fuse faceplate, they found that there were scorch marks on the faceplate and the internal chassis and that both fuses had been blown. It was noted that the system was plugged into wall power during this event. It was also noted that this system had a history of repeated electrical issues.

Manufacturer narrative:
Annex f code corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.